Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, it was presumed that the igniter deteriorated due to the repeated use for a long period of time because more than 7 years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the examination lamp could not be ignited occasionally, and the air volume of the fan was insufficient in unspecified timing. The user replaced the subject device to another device to complete the procedure. Olympus (B)(4) checked the subject device, found that the reported phenomenon was duplicated, and the failure of the ignitor circuit board. There was no report of patient injury associated with this event.